Event description:
The customer reported that six months ago the battery alarm function of the insulin pump has stopped working. Customer stated it gives the alarm in the alarm history but the customer does not receive the alarm and it would start to alarm once battery is out. Customer stated once she changes her set the rewind porton will start and stop rewinding the process. Troubleshooting was done. Customer's blood glucose is 172 mg/dl. Advised customer to monitor the pump if there will be issues to call back. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.